Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery. A 3.00x32mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery. A 3.00x32mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Proximal stent strut rows 5- 7 were damaged and lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 79mm distal from the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.